Event description:
The customer contact reported a burnt ac power plug. In response to a recent customer notification regarding ac power cords, the customer contact conducted a review of the biomedical dept's repairs and found a work order dated (B) (6) 2008 for the pump that indicated, "the hot prong on the plug was burned off." The work order indicated the "cord and unit are ok. Passed electrical safety." The customer contact indicated that the plug portion of the ac power cord was replaced at the user facility and the pump was placed back into clinical use. There were no reports of any adverse pt events or reports of delays of critical therapy while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The power cord was identified as part of a customer notification dated aug 19, 2009.